Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
3 thunderbeat devices were failed during a hepatectomy. After about 5 minutes use, the ptfe pad of the first device was separated. The ptfe pads of the other devices were also separated. The procedure was completed with a different device. There was no patient harm reported. This is 3rd report about this case.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2015-00799 to provide additional information based on the evaluation of the device. Device manufacturer date was identified and filled in. The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of evaluation of omsc on october 5, 2015, omsc confirmed that the ptfe pad of the device was completely missing. The manufacturing record was reviewed with no irregularities. As the report from the user facility, it has been found that the ptfe pad was peeled at the distal end but it partially still intact during the procedure. So, it was not determined when the whole ptfe pad was completely separated. There is a possibility that the whole ptfe pad was completely separated after the procedure. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). And it was also known that the peeled ptfe pad was completely separated when the ptfe pad received the load. The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following reports: 8010047-2015-00797, 8010047-2015-00798.